Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. The root cause of the controller failure alarm was a communication problem between the main computer and the pump motor driver.

Manufacturer narrative:
A. Patient information is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During support, the automated impella controller (aic) required replacement. The reported events are controller failure, device revision or replacement, medical device removal, and hemodynamic instability. Although the case is coded as product malfunction, the impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was resumed.

Manufacturer narrative:
Section h6: the clinical code and impact codes were updated to the correct ones which was inadvertently reported incorrect in the previous report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.